Event description:
The customer reported to olympus that the evis lucera bronchovideoscope bending part folded or damaged during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. During inspection and evaluation, the connecting tube has peeling coating. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being sent to provide information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint ¿bending part folded or damaged¿ was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be conclusively determined. However, the event may have occurred due to the following stress applied to the insertion site. ·from the inspection results, nonconformity due to physical stress can be confirmed for the device. Therefore, physical stress such as rubbing or bumping the insertion site ·chemical stress due to reprocessing not recommended by the instructions for use (IFU) (reprocessing manual) ·stress due to poor storage environment (under direct sunlight, high temperature, high humidity, x-rays, ultraviolet rays, etc.) The event can be prevented by following the instructions for use which state: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the bend angle in the up direction does not meet the specification due to wear of the angle wire, the light guide lens is broken, the bending tube is dented, the electrical-connector has corrosion due to water leakage, the connecting tube is dented, and the connecting tube is wrinkled. Olympus will continue to monitor field performance for this device.